Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that the cart was reported to have smoked and is now inoperable during cleaning. Upon tech inspection, the tech did find that the power inlet modules fuses were bad. This may have been the smoke concern the account noticed. Tech replaced fuses and confirmed the product is working as intended. There were only blown fuses and there was no fire, spark or charring evidence. No adverse event was reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Current repair product evaluation: product review of the intellicart serial number (B)(4) by zimmer biomet certified service repair technician on 17 june 2020 revealed that this unit would not power on via wall power. Technician found that the power inlet module fuses were blown. After replacing the fuses, he ran the unit for 45 minutes and saw no signs of smoke. Product repair: repair of the device was performed by zimmer biomet certified service repair technician on 17 june 2020 which included replacement of the following: fuses (pn 90562). The device, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Device is used for treatment. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event cannot be confirmed.

Event description:
There is no additional information.